Event description:
It was reported that sometimes post a port placement via the subclavian vein, the port was allegedly fractured. It was further reported that extravasation of saline flush was noted. Reportedly the patient allegedly had swelling and pain. Furthermore, the port was removed and replaced. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted on the attached catheter approximately 4.0cm from the distal end of the cath-lock. The edges of the partial compound break were noted to be jagged and the surface was noted to be granular in both regions. Upon infusion, a leak was observed from the partial compound break on the attached catheter. Therefore, the investigation is confirmed for the reported fracture and leak issues. Furthermore the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement via the subclavian vein, the port was allegedly fractured. It was further reported that extravasation of saline flush was noted. Reportedly the patient allegedly had swelling and pain. Futhermore, the port was removed and replaced. However, the current status of the patient was unknown.